Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a malfunction of the implantable neurostimulator (ins). It was reported that the device had been used within the patient for treatment. There was no patient death or patient injury reported. It was reported that the device was not replaced. There were no patient symptoms reported. The ins, lead, and boot were returned to the manufacturer. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. According to the trace report obtained from the ins; the total recharge count was (B)(4). The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 2 hours 37 minutes and the battery charged from 3.675v to 3.955v. The therapy available diagnostic section of the trace report contains a therapy restored entry that occurred on (B)(6) 2015; this shows that the device had gone into lock mode prior to this date. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.